Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('iud pregnancy') and abortion spontaneous ('I am pregnant') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and nausea ("constant nausea"). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the nausea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, nausea and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: this case (B)(4) will delete from bayer data base. Due to duplicated of case (B)(4).